Event description:
The manufacturer received information alleging a ventilator's display was balnk. The device was not in patient use. During the evaluation of the device at a third party service center, the display was found to be faulty. The device's lcd screen needs replaced to address the issue.